Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived on site, errors were not present during power up. Fse then replaced the endoscope system controller (esc) per technical support engineer (tse) recommendation, upon completing fse saw error 31089 and 307 in the logs. Fse replaced the common compute controller (ccc) and power cycled 6x and confirmed in the logs the 31089 and 307 were no longer present. The system was tested and verified as ready for use. Isi did receive a da vinci products involved with this complaint to perform failure analysis. The endoscope system controller (esc) was analyzed and the reported issue was confirmed but could not be replicated. Reviewed error logs in artemis/lighthouse and confirmed that error 31089 did trigger in the field. Visual inspected the unit and found no issues to be related to the event. Unit was installed onto known good in-house system and system did not trigger any error during startup. Powered cycle system multiple times and no issues were observed. Left system idle for some time and system was in good condition. Performed instrument driving test and system was functioned as designed. Unit was able to engage with the endoscope. The common compute controller (ccc) was analyzed and viewed live logs, found error 17, 32 and 31089. The unit was returned for failure analysis and the reported failure was confirmed and not replicated. During in-house fa, during visual inspection no issues were found that would be related to the reported failure. Reviewed lighthouse, there was error 31089 occurred in the field. The ccc was installed and tested on an in-house eft system where the component functioned as expected. Programmed to the current released software, system powered on normally without any issues. Performed power cycle system 10 times, all passed. The ccc remained on the test system for hours, in normal operation, system still did not trigger any issues.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report system fails to power on. Getting message to check blue fiber cable connections, console power and robot emergency power button. Viewed live logs, found error 17, 32 and 31089. Asked or staff to cycle system power, cycle tower, console, console 2 and robot breakers off. Asked or staff to disconnect and reconnect all blue fiber cable connections. Faults returned on system power up. Asked or staff to cycle system power and disconnect one console at a time and attempt to power on. Faults returned each time on both consoles that were independently connected and powered. The procedure was aborted with no patient involvement.